Event description:
Upon receipt of the device, the user reported the gap to hold the color ribbon in position was too large. No other details regarding the nature of the event were provided. Since this event was an out of box event, there was no patient involvement during this event.